Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a 60 yo male patient, initial left hip implanted in (B)(6) 2016, underwent a revision procedure in (B)(6) 2024, approximately 8 years 6 months post the initial procedure. The patient had come in for a check-up as part of the manufacturer's recall campaign. The x-ray and CT scan showed a clear decentration of the prosthesis head and unusually large osteolyses in the acetabulum as a sign of inlay wear. This was verified during an inlay change in (B)(6) 2024 to a vit e-hardened, specially approved inlay. As part of the replacement operation, in addition to the inlay exchange, the firm integrity of the socket was determined, the cysts in the socket were cured and filled using hydroxyapatite + calcium (cerament bone void filler) and the prosthesis head was replaced. The patient had hip prosthesis cups from exactech implanted on both sides. The first change on the right took place on (B)(6) 2023 - MDR # 1038671-2023-02272. With subsequent revision ( (B)(6) 2023) due to dislocation - MDR# 1038671-2023-03057.